Event description:
On (B)(6) 2012, pt reported that she gets very sick, throws up, and cannot move whenever there is enough insulin in the cartridge for 6-8 hours. Pt reported she lost consciousness on (B)(6) 2012, and after being "passed out for a while," she woke up and tested her blood glucose. Her blood glucose was 14 mg/dl, and she ate a candy bar as treatment. Her normal blood glucose is 94-110 mg/dl. Pt was using her backup infusion device at the time because her primary infusion device was stolen. Pt reported she has experienced this concern for the past 2 months. During troubleshooting, pt placed the company rep on hold to speak with her doctor. She got back on the phone and said she had to go to the emergency room because her blood glucose was still low. F/u was completed with pt on (B)(6) 2012. Pt was given a sandwich and orange juice with extra sugar while at the hosp. Pt reported she would not have been able to treat herself due to the condition she was in. The physician disconnected the infusion device from the pt and delivered a bolus of 25 units. No insulin came out of the infusion device. Pt reported the infusion device does not deliver boluses correctly. The infusion device and adapter were replaced and requested for eval. Three add'l attempts were made to contact the pt to clarify the allegation, and these were unsuccessful. No add'l info was available.